Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows canister was replaced to fix the reported issue.

Event description:
It was reported that, during pre-use checkout, the unit failed the leak test. The leak is greater than 750 ml/min. The bellows canister was cracked. There was no reported patient involvement.